Manufacturer narrative:
Analysis and results: there are three previous confirmed complaints of the same code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 28 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received, we have noticed that some threads (22 of 28 samples tested) break easily next to the needle. The detachment of the needle occurs by too much thermal treatment applied to the thread ends which causes that the thread burns and breaks easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a corrective action (CAPA) was opened in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle and thread connection was weak and it broke off after opening the pack. There was no patient involvement.